Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The power management board (pmb) and batteries were replaced.

Event description:
The hospital reported that, during a procedure, the unit stopped mechanical ventilation after healthcare staff disconnected the main cable. The unit did not work on the internal batteries. The staff ventilated the patient manually. There was no reported patient injury.